Manufacturer narrative:
(B)(4). (B)(6). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that during an unspecified surgical procedure of the spine, it was observed that the handpiece device was heating up. It was not reported if there was a delay in the procedure due to the event or if a spare device was available for use. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
(B)(4). Correction: it was documented in the initial medwatch report that the product code, brand name and catalog number of the reported device was emax 2 hand control (emax2-hc). Additional information received confirmed that the correct brand name and catalog number was emax 2 plus motor (emax2plus). The common device name has been updated from motor, drill, electric - hand control to motor, drill, electric ¿ handpiece device evaluation: the device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. The device was evaluated and it was determined that device had a hole/cut in the hose (cord). It was noted that the fuse wire was not ok, there was a cut in the hose, and the hose was defective. It was further determined that the device failed pretest for loctite and cable assessments, safety assessment, and air pump assessment. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to wear from normal use and servicing. If additional information should become available, a supplemental medwatch report will be submitted accordingly.